Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a video assisted thoracoscopic lobectomy procedure, the device ¿was acting funny.¿ it kept slowing down and then stopping. The tissue was not thick.